Event description:
The doctor reported overcorrections in four patients following laser vision correction. The overcorrections occurred about a year ago, and was recently mentioned to the amo clinical development specialist when discussing enhancements to be performed on two of the patients. The overcorrections were not reported to amo at the time of their occurrence. Specific patient details are not available, and it is not known if there was any loss of bcva. Amo has no information regarding the magnitude of the reported overcorrections. In an abundance of caution we are reporting this event as an MDR.

Manufacturer narrative:
The excimer laser and wavescan refractive measurement equipment was examined and tested by an amo field service engineer at the clinic location. No issues were detected with the operation of either equipment. Both products performed per their specification. A review of the ir-tracker log revealed that the doctor uses a high light level and as a result receives a 'pupil too small' message. The flaps were noted to be decentered.